Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 257 mg/dl at the time of the incident. The customer reported the insulin pump was dropped and then received the critical pump error image on the insulin pump screen. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unable to verify manufacture mode due to critical pump error (open book image). Pump error noted in the pump history and critical pump error due to out of spec force sensor zero offset. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with minor scratched lcd window.